Event description:
During the post implant angiogram, a kink or "ledge" in the right ipsilateral iliac leg graft was observed. The noted impingement of the lumen was located at the junction of the main body graft and the ipsilateral leg. The stenosed area was angioplastied in order to alleviate the prominent angle and smooth out the underlying vessel. Additional consideration was given to the placement of an additional graft or stent within the lumen at the site of the impingement, but was determined not necessary. Shortly after the implant procedure, the ipsilateral iliac leg graft clotted off. In order to restore blood flow to the pt's right side, a fem-fem bypass procedure was performed. Initial bypass subsequently became infected, and a second fem-fem bypass procedure was performed. The second interventional measure to restore blood flow to the right common iliac artery resulted in a "blow out" at the anastamosis. Physician then elected to perform an axillary to femoral bypass and an axillary to popliteal bypass, to route blood flow to the vessel. Currently, the pt has flow to the vessels on the right side and is doing well.